Manufacturer narrative:
A complete evaluation could not be performed because the device was not returned for evaluation.

Event description:
The patella component was revised. Revision surgery revealed the patella to be worn.